Event description:
Customer reports an undosed quantitative result of 'lo', meaning less than 10 mg/dl, was displayed on the active system prior to dosing the newly inserted blood glucose test strip. No actions were reported taken or treatment rec'd. A request was made for return of the suspect device and replacement prod was sent.